Event description:
It was reported the patient experienced ineffective stimulation. As such, the patient had the system explanted. The investigation did not determine which lead resulted in ineffective therapy.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: na, batch: 2828635. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.